Manufacturer narrative:
(B)(4): physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined the cause of malfunction to be no output from a crystal oscillator, designator g1. The crystal failure inhibited defibrillation therapy delivery.

Event description:
During an inspection, it was reported that the device illuminated the service wrench and logged event codes in the memory. There was no pt use associated with the event. Physio-control device failure investigation found a malfunction that inhibited the device from delivering defibrillation therapy.